Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 990 mg/dl, 800 mg/dl, 500 mg/dl, and 200 mg/dl. Customer was nauseated, dizzy, and sweaty. No action taken based upon readings. No adverse event reported. Requested return of suspect device and strips,however, strips are no longer available.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Changed information to asku. The strip lot used was not known and was incorrectly reported as the lot returned by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Customer no longer has test strips.